Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 failed. A field service engineer found that drawer 6.2 failure caused the station fail to boot up, tested half height controller card was failed, replaced the controller card to resolve the issue, tested in hardware test application gets passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was black. The tower and refrigerator had power, but user was unable to access. User unplugged the machine and purged power by flipping the switch sequence, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.